Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber break was found approximately 26.9cm from the iab tip. An underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and the blood pressure and arterial waveform could not be obtained. The message was explained to the customer and they were advised to report the console to their biomed department and to switch for another console if available. Several minutes later, the customer called back reporting that the same issue occurred after switching out the console. They were then walked through the steps to move to the fluid filled lumen of the iab and transduce. This was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).